Manufacturer narrative:
The problem was due to an internal component failure (oc mirror). After the component replacement, the laser system restarted to work. We are unaware about pt injury.

Event description:
The laser system has the following problem: "when pressed the foot pedal, no energy was distributed". No adverse effects the pt were reported.